Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the tavr/tavi procedure and the use of the device. Based on the information received, a combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported: two days post procedure, echocardiogram revealed a small pericardial effusion. The event was not treated and is continuing without treatment.